Event description:
It was reported that multiple intermittent occlusion alarms occurred which caused the blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the high blood glucose level by administering a correction bolus via the pump, and no third-party assistance was required. The customer acknowledged and cleared the alarms, allowing them to resume insulin delivery, and informed cts that no further assistance was necessary, leading to the closure of the case.